Event description:
It was reported that the patient dropped the ilet, resulting in a cracked screen and loss of usability, and a replacement ilet was shipped while the original was returned. Symptoms included no reported changes in blood glucose. Outcomes included continued therapy via backup treatment and ongoing cgm use. Investigation included receipt and review of the returned device. Investigation of this device revealed physical damage to the display component consistent with accidental impact, which rendered the user interface inoperable. It was concluded, based on previously established findings for similar reports, that user-induced mechanical damage was the cause.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.